Manufacturer narrative:
Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. A review of the manufacturing records for the finished device found no nonconformances or manufacturing irregularities that could have contributed to this issue.

Event description:
During a left pelvis surgery, a 5.0 mm reamer was used, followed by an 8.0 mm reamer. A 8.0 x 180 mm fully threaded cannulated screw fastener was then inserted. As the fastener was being seated into the bone, the head of the fastener detached. The detached head was removed. A 8.0mm nut was put on the end of the screw to prevent migration.